Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 145 malfunction event(s). A review of the event(s) indicated that the ot select simple meter read inaccurately high. These reports were received from various sources. One of the patients was (B)(6) and there is no weight data available. Of the reported patients; 89 were male, 55 female & 1 unknown.

Event description:
This report summarizes 146 malfunction events. A review of the events indicated that the ot select simple meter read inaccurately high.

Manufacturer narrative:
The initial report should have stated 146 and not 145 complaints. This has been updated in the b5 field of this report accordingly.